Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the lad. Occlusion occurred in the 1st diagonal. The investigator assessed the event as related to the index device and not related to anti-platelet medication.